Manufacturer narrative:
One device was returned for repair with complaint error code 1660 occurred and pump stopped infusing. No relevant service history was found. Review of event history found high pressure alarm. Visual/functional testing was performed. Complaint was verified by functional testing. The cause is the main board. Replaced the main board to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that during infusion, error code 1660 occurred and stopped infusing. There was patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.